Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing emergency supplies. While on the call, customer reported that a year prior to call, to have experienced low blood glucose of 28 mg/dl while at a doctor's appointment. Customer did not receive medical assistance but did treat low blood glucose with soda. The customer decline to troubleshoot for low level blood glucose. The pump will not be returned for analysis.